Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient reported to the hospital for a generator change. During the procedure, it was observed the right ventricular lead had a high pacing impedance. The lead was capped and replaced. The patient was in stable condition.